Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The patient reports getting intermittent power loss at random. The patient stated that there is no damage to the pump, moisture, or corrosion. The patient reported that when the pump does power on, the display screen cannot be seen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2013 with the following findings: testing was unable to duplicate "intermittent power " condition. Three "power on resets / reboot conditions" observed in black box on (B)(6) 2013. One immediately following / clearing replace battery alarm at 13:31 and two others followed at 13:34. Battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment. Battery cap is unable to be tightened due to damaged battery cap threads. A power loss was not observed. A test cap was used and was able to be fully tightened.. The pump was exercised with a test battery cap for 24 hours. No power loss or battery related warnings were observed. Pump case was removed, no evidence of moisture or loose components identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.